Event description:
The customer reported that the device front end test. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse), who confirmed the reported symptom. The power pca was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. Philips concluded that this was a malfunction of the power pca that caused the front end failure.